Event description:
The user received questionable vitamin b12 results for 59 patient samples. The exact date of testing was not known. See the attachment to the medwatch for patient demographic information. The initial results were <31 pg/ml for all patient samples and the repeat results from an analytical e module were all in the normal reference range of 211-946 pg/ml. The exact repeat results were not available. All of the results were reported outside the laboratory. The repeat results were considered to be correct. It was unknown if the patients were adversely affected. The vitamin b12 reagent lot number was not provided. No service visit was performed as there were no current issues with the system.

Manufacturer narrative:
A root cause could not be determined due to the limited information provided by the customer. The customer indicated no further information will be available. The site indicated there are no current problems with the analyzer or the b12 assay. No adverse events were reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The site has 6 immunoassay analyzers that run this assay. It is unclear which analyzer generated the results associated with this event.